Event description:
Customer's mother called to report that they were hospitalized for high blood glucose levels and ketones. Customer's blood glucose value at time of hospitalization was: 300+ mg/dl. Customer was wearing the pump at the time of hospitalization. Customer declined to troubleshoot for the high blood glucose levels since the testing has already been done. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.